Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The first attempt to puncture the left proximal tibia with a 15 mm introducer needle was performed without success. The battery indicator light was green. A second attempt was performed with the same issue. A back up driver was used successfully. The patient's condition was reported as critical.

Manufacturer narrative:
(B)(4). Ez-io g3 driver (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pressed, the driver was operable and the green led displayed. Distal tip rubber seal was not protruding from casing. The driver was subjected to simulated sawbone insertion test. The driver failed the first insertion attempt with a one second stall and the test was discontinued. The motor was connected to dc power supply (ID (B)(4)) and set to approximately 18v. When the trigger was pulled the led flashed green and the motor ran. The eeprom data could not be parsed and analyzed due to the presence of a factory installed pin connector that could not be removed from pcb. Batteries were subjected to a simulated load test. Load test results show that all five batteries (each) were depleted below 20% capacity. A review of the certificate of conformance found that the driver passed all release criteria. The other remarks: device was released in 08/2008 and is approximately 8 years old. The customer's complaint was confirmed. The reason the driver lost power was due to battery depletion. Teleflex has also opened CAPA (B)(4) to investigate the cause for the led remaining green.

Event description:
The first attempt to puncture the left proximal tibia with a 15 mm introducer needle was performed without success. The battery indicator light was green. A second attempt was performed with the same issue. A back up driver was used successfully. The patient's condition was reported as critical.